Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep reformatted the hard disk drive and adjusted the voltage on the 5vdc circuit and checked the connectors. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys would not store images and displayed error messages. No pt injury was reported.